Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that the reported phenomenon was duplicated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. While the investigation, it was confirmed that there was a catch on the outside, but no catch on the inside. According to the investigation results, it was possible that a strong impact from the outside caused the crack, or that there was some kind of pinch when closing the lid, and stress was applied to the lid at that time, leading to the crack. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, it was found that there had been crack on the lid of the subject device. There was no report of patient injury associated with the event.